Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the patient started their basic evaluation on the day of the report. They experienced excruciating pain when they were close to laying down. They never actually got to laying down because it hurt too much. The pain felt like they were being electrocuted and it was so bad they were screaming. They noted that the pain was on the small of their back. They thought the lead might be on a nerve, which would explain their pain. They also had their external neurostimulator (ens) off. They were going to follow-up with a healthcare professional (hcp).